Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: lps- flex femur catalog 00576201652, lot 63070931; fixed tibial articular surface, catalog 00596204012, lot 63289244; nexgen patella, catalog 00597206535 lot 63057732.

Event description:
Patient underwent a right knee revision procedure approximately six months post implantation due to tibial subsidence and fracture. The tibial tray and articular surface were removed and replaced.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.